Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported patient effect of occlusion is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. D9, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(4). It was reported two proglide sutures were successfully pre-placed in the right common femoral artery prior to a portico valve replacement. The sheath was upsized to a 14f and the procedure was completed. Reportedly, after advancing the two proglide knots, bleeding continued. A third proglide device was used to achieve hemostasis. Post-procedure, an angiography showed significant residual stenosis without contrast extravasation in the right femoral vascular access site. Reportedly, the sutures of the 3rd proglide device was excessively tightened causing the stenosis [occlusion]. The decision was made to post-dilate with a 7x40mm non-abbott balloon at 2atm at the level of the stenosis. Post-dilation, luminal gain was observed to restore blood flow in the vessel. At discharge the patient was asymptomatic and hemodynamically stable. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.